Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient presented to emergency department (ed) in cardiogenic shock on (B)(6) 2026. The driveline had been disconnected from controller, and the device had been off since (B)(6) 2026 per log file analysis. The site could not restart the lvad due to high thrombosis/embolic risk. The patient had a history of no outpatient follow-up since lvad implant and was not taking medication including warfarin. It was discussed with the multidisciplinary team that lvad exchange/re-implant could not t be offered due to lack of compliance. The driveline was cut by cardiothoracic surgery; the pump was not explanted, but the driveline was clipped and buried in the abdomen. This was the patient¿s request; there was no pump ¿failure¿ as far as the team was aware. The patient was discharged home on a palliative inotrope.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room (ER) with the system controller disconnected from the pump for at least 24 hours. The patient reported that their charger was not working and had been using the mobile power unit (mpu) until they needed to leave and disconnected the driveline from the system controller. The patient went to the local hospital with complaints of chest pain and shortness of breath. According to the patient's health care professional, the patient was non-compliant and not taking warfarin. The patient was transferred and placed on two pressors. The biomed team stated that the patient's primary system controller showed the last date of charge on (B)(6) 2026, the universal battery charger may have had presence of a liquid in one dock that caused a short circuit with leftover burns on the surface of the dock, leaving a 14v battery damaged. It was noted that the mpu was functioning properly and one of the 14v batteries needed recalibration. Restarting the pump was deferred due to increased risk of pump thrombosis and the patient's non-compliance to anticoagulation follow up. The log files were submitted for review. The event log files data indicated that the patient disconnected and reconnected the driveline six times on (B)(6) 2026, and remained disconnected after the (B)(6)2026.